Event description:
It was reported that during a hals colectomy, the surgeon inserted the device and after about two minutes, the silicone upper ring/split. No pt consequence. Case completed with another device of the same product code.